Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. No low reservoir alarm noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. No moisture damage was noted on the electronics assembly. The insulin pump was received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display screen went blank after changing the reservoir and battery. The customer's blood glucose reading was 202 mg/dl at the time of incident. Troubleshooting found that the pump may have been exposed to moisture as the customer wears the pump in her bra. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.